Event description:
It was reported that a minicap extended life pd transfer set was cracked. This was noticed by the home patient (hp) during fill 1 of 4 of peritoneal dialysis therapy on the homechoice machine, while the hp was connected. The technical service representative assisted the hp in ending therapy. During follow-up with the hp¿s nurse, the nurse stated that the hp had broken the transfer set and the transfer set was then replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.